Event description:
Reporter purchased the avologi eneo totale blue while out of the country in (B)(6), mexico. Reason for the purchase was to treat their rosacea. After the initial use of the product it was reported that their face started to burn and became inflamed, which led them to stopping use immediately and visiting the dermatologist the very next day to get treatment for her symptoms. Patient believes that this is a harmful device as well as a scam after finding multiple complaints about product due to their own research. Patient also reported that the device shown to her at the store where she made the purchase was not the same device that she used.

Event description:
Additional information received on 05/08/2025 for report mw5167694. Reporter wanted to clarify that the device demonstrated on her (sampled on her) was not the same as the one she purchased to take home and use. She had no reaction to device that was sampled on her, but had the significant skin reaction to product used at home. Reporter states that the device's box states "FDA approved as a class ii medical device" and "dermatologist approved". After her skin reaction occurred, the reporter saw a dermatologist, who instructed to stop using the device. Reporter then stopped using the device.